Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of service history data revealed that the previous device servicing did not cause or contribute to the reported event. Review of the event history log verified the event. The device passed returned instrument testing evaluation (rite) functional and electrical testing. An external/internal inspection was performed and passed. The seal test failed with a system error 2042 (a fail-safe shutdown notice). A test article pump was installed in the device. The device then passed seal, purge and wet disposable integrity tests. A short simulated therapy was performed and completed successfully. Sample analysis verified and duplicated the reported event. Upon conclusion of the investigation, the reported event was determined to be a system error 2042 with a cause of a weak pump, which was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error alarm occurred on the homechoice device during use. The technical service representative arranged a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.